Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. The motor was found with moisture damage. Unable to verify button error alarms due to blank display. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The keypad was unresponsive. The insulin pump was exposed to moisture. She was unable to bolus but heard that insulin was being delivered through the basal rates. Customer's blood glucose level was 167 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.